Event description:
A customer ended up going to the ER with a bg of 500 mg/dl and large ketones. She was hospitalized for two days (unk what treatment was provided). The customer's mom reported that the pod's history showed an alarm occurred, but there was no audible alarm; her daughter left this pod on. No bg history was provided; a basal rate of 2.6 u/hr between the hours of 12am and 2am was reported. The customer's mom stated that her daughter "was not blousing" and that "she is a teenager and she knows that her daughter has not complied with what her trainer has asked her to do." In attempt to obtain the bg history that led up to the hospitalization, a voicemail was left for the customer, but our communication was not returned. The pod was discarded and therefore will not be returned for evaluation.

Manufacturer narrative:
The pod was discarded and therefore no evaluation on the product was performed. We are unable to confirm any malfunction or defect that may have caused or contributed to the customer's high bgs and hospitalization. The omnipod's user guide instructs users to check their blood glucose at least 4 to 6 times a day in order to avoid hyperglycemia. Noticing out of range bg readings sooner rather than later allows the user to act quickly and appropriately. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat as follows: check for ketones; if ketones are present follow hcp's advise. If ketones are not present, take a correction bolus as prescribed by hcp. Check bg again after 2 hours; if bgs have not decreased take a second correction bolus using a sterile syringe. If after a total of 4 hours bgs have not decreased then replace the pod and contact hcp for guidance. Product lot qualification records were reviewed and found to have met all acceptance criteria.